Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exhibiting high shock impedance measurements. This lead has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.